Manufacturer narrative:
The t:slim g4 pump cartridge user guide instructs the user to only use the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge the t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer had loaded the cartridge with a non tandem 50u syringes and did not remove air from the cartridge. The customer was instructed to load a new cartridge and was able to resume insulin delivery.